Event description:
It was reported that balloon froze on wire occurred. The 75% stenosed target lesion was located in the moderately tortuous internal pudendal artery. A 1.5 mm x 20 mm x 142 cm coyote es balloon catheter was advanced for dilation. During the procedure, it was found that the balloon got stuck with the non-boston guidewire. The coating on the wire appeared to have peeled off near the hub, leaving some residue. The device and the guidewire were removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.